Event description:
It was reported to hp that upon initial switch on and attempt to charge, the defibrillator failed to charge. Another battery was installed and the defibrillator functioned ok. The pt was shocked for three cycles (12 shocks) with no further problems. The pt was monitored for some time.